Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Upon power up, the monitor screen did not come on. The pst verified that the monitor was functioning by using a flashlight, and by observing the fan spinning. A luo inverter was installed into the ccm. The screen powered on and stayed on for approximately one hour, but eventually switched off. It was determined that the backlight of the liquid crystal display (lcd) screen did not meet specification. The service repair technician replaced the lcd screen. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) went blank. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm. Release testing was performed. The unit operated to the manufacturer's specifications.